Event description:
It was reported that within weeks of implant, x-rays showed that the rv (right ventricular) had perforated the pericardium. High impedance and threshold had also been noted. The lead was pulled back into the ventricle, repositioned, and remains in use. The patient had no symptoms before or after the lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4): the actual lead was not received for evaluation. We did receive performance data from the device and have analyzed the data. Impedance spiked to over 4000 ohms on (B)(4) 2011. Appears to be back to normal again after lead revision.